Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications.

Event description:
It was reported to gore medical device tracking that a 15mm gore® helex® septal occluder was selected to close an atrial septal defect. It was reported that the physician removed the distal portion of gores 10fr delivery catheter and replaced it with a 7fr sheath which is outside the instructions for use. It was reported that during the first attempt to deploy the device through the 7fr sheath in the superior left there seemed to be a conflict of space, and there was not enough space for the device to configure. It began configuring unusually and ultimately the locking loop became locked. Attempts to retrieve the device were difficult as the left atrial eyelet would not go into the delivery sheath, and ultimately in trying to retrieve the device down through the inferior vena cava, the device embolized into the inferior vena cava. The device broke at the central eyelet during the process of retrieving it into the 7fr sheath and only half the device came out through the 7fr sheath. The remainder of the device was in the inferior vena cava, just opposite the right renal vein. The physician had to use 3fr retrieval forceps from three different locations to stretch out the device in order to remove it into a 9fr sheath in the right femoral vein. An approach from the left femoral vein as well as the right internal jugular vein were also used. The device was retrieved after extensive attempts without any obvious extravasation or other further complications other than the need for blood transfusion. The defect was closed using a second 15mm gore® helex® septal occluder.